Event description:
It was reported the pt lost stimulation and is unable to communicate with her ipg. An sjm rep met with the pt and confirmed the issue. Surgical intervention to replace the ipg may be pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.